Event description:
On (B)(6) 2020, neotract was made aware of a patient with a past medical history of atrial fibrillation managed with eliquis who received a prostatic urethral lift (pul) on (B)(6) 2020 (eliquis held 2 days prior). On (B)(6) 2020, additional information was received that during the procedure, the physician used graspers to remove one implant placed too close to the bladder neck. The next day, the patient presented to the ER with abdominal pain and disorientation, and was diagnosed with a pelvic hematoma. The patient received blood transfusions and a catheter was placed; he later stabilized and was discharged on (B)(6) 2020 without a catheter. On (B)(6) 2020, the patient was said to be feeling better, with only mild abdominal bloating.